Manufacturer narrative:
Integra has completed their internal investigation on 12 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: an ip1p lot 290316 was received with a broken adjustable stop of ip1 lot 030216. The component broke at the area where the setscrew is situated. Visual inspection reveals the component is slightly more ¿colored¿ (slightly brown) when compared with a component from inventory or a component used for the design verification. The device history records (including sterilization) of ip1 lot 290316 and ip1 lot 030216 were reviewed and did not reveal any anomaly. The ip1 batch (which includes the broken component) included (B)(4) products and was manufactured in february 2016. It was manufactured with the adjustable stop component ref b280014, lot 160715: review of incoming inspection records did not reveal any anomaly. This batch was released on july 21, 2015 and included (B)(4) pieces: (B)(4) pieces have already been used to manufacture products. Modification of sales figures as of september 6, 2016: from jan 1, 2013 to august 30, 2016: (B)(4) units of im1, im1s, ip1, ip1p have been sold. Complaint rate is (B)(4). Conclusion: the complaint is verified. Testing already performed in 2015 made on (B)(4) products reproduced the breakage and showed such issue may be related to the sterilization radiation dose and/or to high screwing forces (higher than 0.7n/m). No corrective action was deemed required. Gms testing is applicable to the present complaint. For the two previous cases, the reported breakage occurred during screwing of the adjustable stop, it is possible that too high screwing force was used.

Event description:
This is the first of three reports (same product ID, same product problem, same facility). Linked to mfg reports: 9612007-2016-00022 and 9612007-2016-00023. The ip1p was found to have a broken clamping ring (just after little screw tightening turn) on the probe ptio2. The incident occurred on (B)(6) 2016 during a procedure on a (B)(6) male patient. The patient had no adverse consequences due to the product problem. The problem caused a 20-30 minute delay in procedure. A replacement device was available and used by the medical staff.